Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented to the operating room due to an atrial lead revision. Upon interrogation, the pulse generator exhibited oversensing on the atrial channel, which caused auto mode switch episodes. The device also exhibited intermittent loss of atrial capture and high pacing threshold. The device was explanted and replaced.